Manufacturer narrative:
This report is submitted on june 16, 2020.

Event description:
Per the clinic, the patient experienced skin breakdown at the implant site. The device was explanted on (B)(6) 2020. There are plans to re-implant the patient at a later date.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on august 7, 2020. - attachment: [01515 device analysis report.pdf].

Manufacturer narrative:
It was reported that prior to explant the patient experienced an infection. This report is submitted on 17 july 2020.